Event description:
It was reported that following the implantation of an elevate anterior, the patient experienced mild difficulty emptying bladder. The patient was unable to empty bladder prior to discharge. The patient had a catheter placed from (B)(6) 2015 and was it was in place at discharge. It was also noted that during the procedure the physician "put in a couple of sutures to reduce the bulge (cyctocele) to make it easier to do/complete the mesh procedure." The event was considered resolved/recovered with no sequelae on (B)(6) 2015. There were no further patient complications reported in relation to this event. Related to manufacturing report #: 2183959-2015-00418.